Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and 3-hours after being inserted into the cardiac cavity, irrigation could not be performed. No error messages or flow rate change issues preceded this issue. The medical team replaced the catheter with another new one, and the procedure was continued. The procedure was completed without patient consequences.

Manufacturer narrative:
On 16-dec-2026, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and 3-hours after being inserted into the cardiac cavity, irrigation could not be performed. No error messages or flow rate change issues preceded this issue. The medical team replaced the catheter with another new one, and the procedure was continued. The procedure was completed without patient consequences. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test. Afterward, the device was dissected and it was observed that the tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device 31734471l number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube folded could not be determined. The instructions for use (IFU) contain the following information: to avoid char formation on the rings of this mapping catheter, do not apply rf energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).